Event description:
The customer reported failure to acquire 12-lead ECG signal loss. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported failure to acquire 12-lead ECG signal loss. There was no report of adverse pt impact. The unit was evaluated by philips. The symptom could not be duplicated and the device passed all testing; therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.